Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) delivered therapy which was very strong and knocked the patient off a lawn mower. After the event, the patient noted a burn mark on his shirt over the ICD location, a sore shoulder, and abnormal skin texture around the rotator cuff of his shoulder on the side where the device is implanted. The patient has been in contact with the physician about the event and acknowledges that device therapy is apart of normal product operation. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.